Event description:
It was reported that the pt was revised as the proximal curved washer appeared to be rotated. It was removed and a new one was applied.

Manufacturer narrative:
This report will be amended when our investigation is complete.